Event description:
It was reported that during a meniscus repair the needle broke outside the patient. The procedure was completed with a backup device, and no delay, or further complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The device, used in treatment, was returned for evaluation with no cartridge. No issue found with returned device. The device passed the visual inspection. All actuating parts of the device are functional. The complaint of the device ¿during a meniscus repair the needle broke¿ could not be confirmed and there was issues found with device when loaded with new cartridge and tested on the meniscus model (see attached returned complaint inspection forms). Based on the reported issue the probable root cause could be that surgeon advanced needle without tissue present between device jaws, though it cannot be confirmed with the information available. A review of the complaint history for lot number found no similar events prior to the complaint event. The risk management documentation was reviewed and found to contain this failure mode within the risk file, no updates are required. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the complaint and manufacturing records was performed and there were no indications that would suggest that the device did not meet product specifications upon release into distribution.